Manufacturer narrative:
Investigation included review of device alerts and troubleshooting with device restart, data sync verification, and arrangements for device return and replacement. Investigation of this case revealed a haptic error on the device, while the alert later cleared spontaneously. It was concluded that the device experienced a hardware malfunction affecting the alert/haptic and memory functions and required replacement.

Event description:
It was reported that an ilet displayed alert 64 and remained in an alert state after restart, and a replacement ilet was shipped while the original is being returned; the user also experienced low and high glucose alerts. Symptoms included episodes of low and high glucose. Outcomes included the need for oral glucose treatment and interruption of normal device use.